Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a possible inappropriate shock for atrial fibrillation (af) with rapid ventricular response that the device detected as fast ventricular tachycardia (vt). There was a high threshold alert on the right atrial (ra) lead. The device and lead remain in use. No further patient complications have been reported as a result of this event.